Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card for a patient performed on (B)(6) 2021 tested on a nasal kitted swab. Repeat testing generated a positive result. On the same day, pcr confirmation testing generated a negative result. Customer confirmed patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Correction : d1 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 134072 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 134072 and test base part number 195-430h / lot 132331. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 134072 showed that the complaint rate is 0.0008%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.